Manufacturer narrative:
Product event summary - the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads dislodged due to twiddler¿s syndrome. Therefore the rv, ra, and lv leads were removed and replaced with new leads. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076 implantable pacing lead 2013-(B)(6). Concomitant product: 4196 implantable pacing lead 2013-(B)(6). Concomitant product: d314trm implantable pacemaker cardio/defib 2013-(B)(6). (B)(4).